Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, the device's rubber feet and power cord clamp were missing and need replaced. The device's front, rear and base enclosures need to be replaced due to physical damage. Repairs have not yet been completed as they are waiting for internal battery stock. A final report is being filed. If any additional information is received, a follow-up report will be filed.